Manufacturer narrative:
(B)(4).

Event description:
The patient reported she had a return of accidents once time in the past but it was because the device was off for a month. She found out the device was off when she met with a manufacturer representative. It was later reported that the patient started to experience the return of accident from the implant being turned off for a month in (B)(6) 2015. The patient reported the circumstances that led to the implant being turned off a month which resulted in the return of accidents was she took a sudden fall (bounce) and assumed that it affected the equipment. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.